Event description:
A loud rattling nois from the centrifugal pump just after initiation of a bypass procedure. As a result of the noted anomaly, the perfusionist switched to another pump and the surgery was completed without further complications. The patient condition was reported as "fine." Additional event specific information was not available.